Event description:
It was reported that the procedure is to treat a moderately calcified, mildly tortuous internal carotid artery that is 75% stenosed. The emboshield nav6 embolic protection system (eps) filter would not deploy. Another emboshield nav6 was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Per device analysis a tear on the dc pod distal to the marker for a length of 2.5mm was noted. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned product. The reported activation failure was unable to be confirmed as only the delivery catheter was returned. However, the delivery catheter handle was pulled, and the pusher was completely advanced indicating that the deployment mechanism was functioning properly. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported activation failure. It may be possible that the distal portion of the delivery catheter was restricted within the anatomy resulting in deployment failure; however, this could not be confirmed. The noted tear and wrinkling at the distal end of the delivery catheter pod was not reported and likely occurred during post-procedure handling. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.